Event description:
Crm received information that during the routine device replacement, the setscrew on this pacemaker became stuck. The wrench ratcheted immediately and was rotating. The lead was stuck in the device port. Technical services recommended tipping the wrench and rotating, but the field representative indicated that had already been tried. The physician had also tried multiple wrenches. Finally the setscrew was able to be loosened with the use of mineral oil. Technical services confirmed that using mineral oil had been documented and was included in the pg replacement troubleshooting guide. The ventricular lead remained in service with the new pacemaker.

Manufacturer narrative:
Upon receipt, microscopic visual inspection of the explanted device noted a hole in the ventricle seal plug and body fluid contamination in its connector block. The ventricle retainer ring was bent upward, indicating excessive force was used while loosening the setscrew. Both setscrews moved freely and operated normally. Analysis could not confirm the reported lead stuck in header or setscrew stuck against the lead. The damage to the ventricle retainer ring was induced.